Event description:
Reportedly, the customer received a remote smartview transmission report on (B)(6) 2014 in which the atrial pacing percentage was 103%. A clarification about having a percentage above 100 is required. It should be noted that the previous follow-up was performed on (B)(6) 2014.

Event description:
Reportedly, the customer received a remote smartview transmission report on (B)(6) 2014 in which the atrial pacing percentage was 103%. A clarification about having a percentage above 100 is required. It should be noted that the previous follow-up was performed on (B)(6) 2014.